Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the bg level and resolve the occlusion issue, the customer changed the cartridge and infusion set and resumed insulin.